Manufacturer narrative:
The pump was received with intermittent up button response due to corroded keypad traces. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's husband reported via phone call of high blood glucose and a compromised force sensor system error from the insulin pump. The customer's blood glucose level was 440 mg/dl. The customer's husband stated that his wife was on the pump and her sugar was really high. The customer stated that they changed it and the pump alarmed compromised force sensor system. The customer was advised to treat with a manual injection. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.